Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) has been confirmed. Upon investigation the electrode belt unable to complete an ECG fall-off test. The cause for the failure was isolated to an broken red (-5v) wire in the ECG "c & d" cable. The root cause for the damaged wire was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing ecgs non-functional messages.